Event description:
Patient reported, right side rupture. Healthcare professional, additionally reported, "pain. And silicon also, moved to the armpit lymph nodes". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed, as surgical impact opening. Pain: unable to observe, since it is a medical event. And is not related to the device. Silicone migration: unable to observe, since it is a medical event. And is not related to the device. Additional observations: crease fold observed, on the device. Non penetrating nick. No further actions are required, as the device was implanted.

Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, h6.

Event description:
Healthcare professional additionally reported "pain, and silicon also moved to the armpit lymph nodes."